Manufacturer narrative:
This report is submitted on sep 22, 2023.

Event description:
Per the surgeon, the patient experienced an abutment change under a mac sedation on (B)(6) 2023. Previously the patient experienced cellulitis (infection) at the abutment site that was successfully treated with oral antibiotics. The implant remains in-situ.